Event description:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also reported that she had mastitis and that she had received antibiotics, that she was still taking from her physician.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with a medela clinician on (B)(6) 2015, the customer reported that her physician did not prescribe any further antibiotics and that she was feeling much better. As of the date of this report, the original product had not been received. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually benign, self-limiting infection with few consequences for the suckling infant. The fisk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.